Event description:
While returning from transport to CT, pt's bp dropped for 150 to 60. Once back in picu lines checked and found blue injection hub had separated from tubing. No blood loss or air in line. Line clamped, moves drips to cvp port, but it took several minutes for bp to return to acceptable level. Line was removed. In addition, the reporter stated that this type of hub separation had occurred five times in the recent past, all in different cases.